Event description:
Customer reported a difference in the sensor glucose (49 mg/dl) versus the blood glucose level which was 130 mg/dl. Customer stated this same issue occurred with five sensors of this package. No further information was provided

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.